Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation farawave catheter was selected for use. It has been mentioned that during the preparation of the farawave catheter was not able to flush using a syringe or a pressure tubing and clogged irrigation. The procedure was completed successfully using another farawave catheter. No patient complications occurred. The product is expected to return for analysis. It was further reported that it was impossible to irrigate the catheter, impossible to know if there was an internal blockage. The saline bag that was under pressure was not delivering any liquid since the catheter irrigation was not working.